Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent power cable related alarms via log file analysis. The log file was reviewed for the reported event date 24apr2025. The log file contained multiple low voltage advisories/hazards and power cable disconnect alarms while the system controller was connected to external batteries, in addition to white power cable rsoc values being invalid while connected to a power module from 21:26:00 - 21:26:03. The power cable disconnect alarms were triggered by the rsoc being depleted when the power cables values fluctuated below the alarm threshold, this was seen intermittently on both power cables from 16:03:05 to 21:26:03. Routine power cable disconnects occur within the file, but throughout the file, power cable disconnect alarms occur despite the power cable bus voltage maintaining 16v. Low voltage advisories indicate the same issue as the irregular power cable disconnect alarms to a lesser extreme for the rsoc value. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Damage was noted to the bend relief of the black power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in emergency department with numerous complain of alarms. The patient noted light-emitting diode (led) indicators at battery connections were lit with alarms. Log files captured multiple odd low power and power cable disconnect events on (B)(6) 2025. These alarms appeared to be associated with both the black and white controller leads.